Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The incident was troubleshot over the telephone by medtronic technical services. It was recommended that the customer replace the graphical user interface (gui) cable. The customer will call back if further assistance is required. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, it is unknown if the patient was harmed or injured as a result of the reported event.